Event description:
The patient was admitted with respiratory failure and suspected cardiogenic shock. IV access was an issue. At 3:52 pm, a right proximal tibial intraosseous (io) line was placed without difficult. Later, at approximately 7:30 pm, additional access was needed for medication and fluid administration. An io was placed in the left proximal tibia through the bony cortex using the drill device. Confirmation of placement was made through stability of the needle and the easy infusion of fluids. Placement of this io was made by the same experienced clinician as the earlier line. Approximately 30 minutes after the second io was placed, the patient was noted to have cool bilateral lower extremities, but with deplorable pulses. She was on epinephrine, levophed, dobutamine, and neosynephrine for blood pressure support. By midnight, the patient was noted to have left leg swelling and a loss of left doppler signals. Vascular surgery was called. The patient received fresh frozen plasma (international normalized ratio (inr) 3.2, platelets 25), followed by an emergent bedside fasciotomy. The patient ultimately passed away related to progressive shock in the setting of multiple co-morbidities. No further interventions were required for her leg.